Event description:
It was reported the customer provided general feedback that they have seen "multiple events" regarding programming/ keypress errors with titrations and rate changes. As a result the customer is requesting enhancement where titrations take place in the medication administration record (mar) instead of on the pump directly. This will also allow the clinician do complete any flow sheet documentation at the time of titration.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device evaluated by MFR: device was not returned to manufacturing facility.

Event description:
It was reported the customer provided general feedback that they have seen "multiple events" regarding programming/ keypress errors with titrations and rate changes. As a result the customer is requesting enhancement where titrations take place in the medication administration record (mar) instead of on the pump directly. This will also allow the clinician do complete any flow sheet documentation at the time of titration.